Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized from around (B)(6) 2014 for low blood glucose. Customer's blood glucose was 34 mg/dl when admitted. He stated he had given himself a bolus at lunch time. After lunch, his blood glucose kept dropping so he went to the hospital. At the hospital, he gave himself a bolus and he went even lower. After then, his blood glucose went high. The doctor removed the insulin pump and he was given one hundred units of insulin. It took six hours for the hospital staff to stabilize his blood glucose. Nothing further reported.